Manufacturer narrative:
G4: premarket / 510(k) #: k142259, k163701. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft detached occurred. A ngmc/single/027/straight/1ro/130 direxion hi-flo was selected for use. During the procedure, it was noted that the microcatheter was sheared. The physician observed that coil advancement had been sluggish earlier. When attempting to pull back micro catheter, it began to split and could not be removed. After the coil was retrieved, the microcatheter snapped outside the patient. The procedure was completed with the original device. There were no patient complications as a result of this event.